Event description:
A medtronic ent representative reported that, while in a functional endoscopic sinus surgery (fess), instruments were verified, however, stopped tracking halfway through tracer registration. Tracking details from the axiem box and emitter were red status. Trouble-shooting did not return the system to green status until the emitter was unplugged, at that time, the axiem box turned to green status and connected to the system. The surgeon opted to discontinue the use of navigation to complete the procedure. There was no impact on patient outcome.

Manufacturer narrative:
On (B)(6) 2013, biomed checked-out system, tested and found green status on the emitter. On (B)(4) 2013, medtronic representative following-up at the site, re-booted the system several times, tested alternate emitter port and manipulated the cable finding communication remained green status. The system experienced no tracking issues and the em interface showed no faults. Reported issue could not be replicated.